Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened

Event description:
Patient was revised to address ongoing infection. The patient was previously revised due to infection on (B)(6) 2012 ((B)(4)). For that revision, the sales rep had originally reported that the liner, cup, and head were removed; however, followup with the sales rep has revealed that only the liner was removed on that date, and the head and cup were not exchanged. At the most recent revision, on (B)(6) 2013, according to the sales rep, all the parts were exchanged. The cup and head have not been included in this report because they were already reported on the prior complaint.